Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was the pt thought that their ins might need adjusting because they were having pain where their sciatic nerve was going from their hip to their leg again. Pt noted sometimes they got so much pain it was horrible and was wondering if they needed the ins to be adjusted. Pt started to feel pain about a month ago. During call pt had group b programmed with programs 1234. Pt went into program 1 and it was programmed at 3.4, they increased therapy to 5.3 and they could feel stimulation but could not tell change. Pt went to program 2 and increased to 3.7 and could feel it in their back where the ins was. Pt increased program 4 to 4.7 and they could still feel discomfort down their leg. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.